Event description:
It was reported the customer had physical damage to their insulin pump. Customer's blood glucose was 11.5 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.